Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sore .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a triple antibiotic cream and to dress the area with a thin piece of gauze. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.